Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose reading. The blood glucose reading was 154 mg/dl, compared with the sensor glucose reading of 59 mg/dl. The customer reported that she woke up early in the morning the other day and had a blood glucose level of 39 mg/dl. Customer thought it was due to giving herself too much insulin. The customer stated that the infusion sets caused pain in her arms. The customer was transferred to a helpline representative to receive assistance with the sensors. Nothing was replaced or returned.